Event description:
The complainant reported leakage from the feeding port of a replacement gastrostomy tube, list#51360. There was no report of serious injury or illness associated with the complaint.

Manufacturer narrative:
This event of feeding port leakage was confirmed by laboratory evaluation.